Manufacturer narrative:
No medwatch form was received final analysis found that the proximal coil was fractured and both insulations were damaged. An electrical short was noted between the coils. The damage resulted from physiological factors (i.e.: rib-clavicle crush).

Event description:
It was reported that on (B)(6) 2011 the lead impedance was less than 200 ohms. A chest x-ray revealed clavicular crush. The lead was explanted and replaced.